Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported electrical safety issue. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device didn't pass the electric test during the preventive maintenance. Needs to be send to repair. No more information available.